Manufacturer narrative:
Concomitant medical products: sec_tubing; IV piggy back bag, therapy date (B)(6) 2018. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a piggy back potassium chloride 250ml was programmed to infuse over 4 hours, however, approximately 40 minutes later the nurse found the potassium 250ml bag empty. Biomed examined the IV bag and tubing set to find that they were properly set up, as well as, the pump settings were found to be correct. Biomed tested the pump at the same settings and found that it infused at the correct volume and rate. There was no patient harm.

Manufacturer narrative:
The suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2018-02155 for MDR reporting.

Event description:
The customer reported that a secondary infusion of potassium chloride 250ml was programmed to infuse over 4 hours; however, approximately 40 minutes later the nurse found the potassium bag empty. Biomed examined the IV bag and tubing set and found that they were properly set up, and the pump settings were found to be correct. Biomed tested the pump at the same settings and found that it infused at the correct volume and rate. The customer later reported that the patient required additional lab work which demonstrated that the patient's potassium level decreased instead of increasing, indicating that the patient did not receive the full dose of medication. A check valve failure is suspected to have occurred causing backflow from the secondary to the primary bag. There was no lasting harm caused to the patient.